Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of a cannulated 4.0 mm hexagonal screwdriver shaft broke off during insertion of a screw. The fragment was retrieved. There was another instrument available for the completion of the procedure. There was less than a 5 minute surgical delay due to the reported event and no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (cannulated hexagonal screwdriver shaft, part number 314.23, lot number 4326207). The 314.23 cannulated hexagonal screwdriver shaft is an instrument routinely used in several systems including the 6.5mm and 7.3mm cannulated screws system per the technique guide. The device was returned and reported to have broken during surgery. This condition is confirmed; the distal tip of the shaft has broken along a plane approximately forty five degrees from perpendicular leaving a sharpened point at one side and low u-shaped valley opposite of it. This fracture pattern is consistent with breakage due to twisting forces. It is likely that over fourteen years consistent of use and wear has ultimately led to this complaint condition. The device was manufactured in 12/2001 and is over fourteen years old. The balance of the returned device is in otherwise fair condition despite its advanced age. The product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This event was a malfunction, not a serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.